Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having neuropathic sco liosis surgery spinal therapy. It was reported that, following neuropathic scoliosis surgery using 6.0+ rods, set screws, and screws implanted from t2 to the pelvis, a post-operative construct failure occurred at the pelvis when the pelvic screws were no longer at tached to the rod because the set caps/set screw ¿set cap¿ came off at the pelvis. An x-ray was performed when the patient presented to the hospital for other reasons, and radiographic images/medical records were reported to be available. There were no patient symptoms or complications have been reported as a result of this event. There was no additional surgery performed as a result of this e vent. Additional information received from the manufacturer representative that the observation was just 2 pelvic set screws loosed off from the rod. There was no plan/schedule for the revision surgery at this point of time.